Event description:
The pt is implanted with two leads of the same lot number. It was reported the pt wanted the scs system removed due to uncomfortable stimulation. The pt was dissatisfied with the sensation. Surgical intervention will be scheduled at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.